Event description:
It was reported to boston scientific corporation that a hedgehog sweeper brush was used during scope cleaning performed on (B)(6) 2025. While cleaning the scope, the brush passed through the working channel without issue. However, during the second pass through the aspiration channel, resistance was encountered and removal became difficult. After the brush was fully withdrawn, its tip was found to be missing. The user then switched to a reusable metal brush. When the reusable brush passed through channel, the tip of the hedgehog brush was retrieved. The scope cleaning was completed using the reusable metal brush. There was no patient involvement in this event.

Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush head detached.

Event description:
It was reported to boston scientific corporation that a hedgehog sweeper brush was used during scope cleaning performed on (B)(6) 2025. While cleaning the scope, the brush passed through the working channel without issue. However, during the second pass through the aspiration channel, resistance was encountered and removal became difficult. After the brush was fully withdrawn, its tip was found to be missing. The user then switched to a reusable metal brush. When the reusable brush passed through channel, the tip of the hedgehog brush was retrieved. The scope cleaning was completed using the reusable metal brush. There was no patient involvement in this event.

Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush head detached. Block h11: investigation results the returned hedgehog sweeper brush was evaluated and found to have a break at the smaller end of the brush, while no damage was observed on the sweeper end. The analysis confirms the reported issues of brush head detachment, difficulty advancing the brush, and difficulty removing it. Based on the condition of the returned device it is evident that the customer experienced difficulties with advancing and removing the brush from the scope resulting in brush head detachment. It likely the interaction between the cleaning brush and scope caused the observed failure. A labeling review confirmed that instructions and warnings are present for the reported event. The instructions for use (IFU) cautions that excessive force or torque may cause the brush head to detach from the shaft. Based on all available information, the most probable cause was determined to be unintended use error caused or contributed to event which indicates that the way the user interacted with the device likely played a role, including improper handling or incorrect sample preparation.